Event description:
Situation: on [date and time redacted], rt changed the circuit of a patient ventilator for it monthly time frame. The patient was on minimal vent support, so they were placed on the ambu bag with CPAP and minimally supported breaths. After the circuit change. I, the rt checked the inspiratory and expiratory limbs were appropriately connected. The ventilator was recircuited, the circuit/leak test were passed, and a ventilator check was charted. I followed my routine practice and traced the limbs appropriately. No errors stood out at the time. At night shift [time reacted] the following morning, the patient had a code event. The patient was coded, and passed. The rt who cleaned the noticed at this time that the inspiratory and expiratory limp were switched. This would effect humidity in the circuit, but ventilation and oxygenation would be intact. It was brought to my attention that morning in handoff. Management has been notified for further. Background: routine circuit change was scheduled for this patient. Prior to the code event the patient was reportedly agitated, tachycardic and had low ejection fraction in a complex patient. Assessment: the ventilator was assessed with the breathing circuit check post circuit change, as well as my routine ventilator check that includes following the inspiratory and expiratory limbs to ensure they connected appropriately. To my knowledge, the following rt assessed the patient and ventilator multiple times and had the same assessment findings as myself. Response: due diligence and a second rt to confirm correct ventilator setup during bedside ventilator circuit changes. Management and appropriate channels have been informed. Per staff member's report and thru interviewing other team members who assisted, the circuit for the ventilator was set up a way that bypassed humidification. This likely caused a decrease in the patient's physiologic mucociliary clearance ability. Ventilator was set up incorrectly, inspiratory circuit attached to the expiratory output of the ventilator. Device functioning properly but it did prevent wrong application. Though there was an opportunity identified in the review of this case, it did not directly cause patient harm.